Event description:
Medically significant female, underwent craniotomy for tumor resection in 2006. Duraguard was used to close dura at end of operation. Pt was readmitted to hospital the following month, for cranial wound infection. Pt underwent 2nd surgery in the same month, for infected bone flap. Pt was discharged with IV antibiotics for 6 weeks.